Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2024. Length of hospitalization was greater than 24 hours. The blood glucose level was 27 mg/dl at the time of event and the patient got treated with glucagon shots and insulin drip. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.